Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent positioning placement problem. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 28, 2016 that a wallflex enteral colonic stent was to be used in between the sigmoid and descending colon during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a 5 cm malignant stricture due to large intestine cancer. Reportedly, the patient¿s anatomy was tortuous but was not dilated prior to stent placement. According to the complainant, during the procedure, the physician had difficulty releasing the stent. After partially deploying the stent, the physician noted via fluoroscopy that the radio-opaque (ro) marker band of the outer catheter had stopped moving. The physician attempted to reconstrain the stent and pulled the proximal handle back; however, it was noted that the ro marker of the outer catheter did not move. As the physician attempted to deploy the stent again, fluoroscopy indicated that the stent was being reconstrained. While the physician was manipulating the delivery system, the stent was inadvertently deployed distal to the stricture. Another wallflex enteral colonic stent was implanted in the stricture site to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.